Manufacturer narrative:
Pump was received with blank display due to battery tube was pushed down. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 117 mg/dl. Customer stated that insulin pump had cracks at the battery compartment side. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.